Event description:
The MFR received info alleging a pt expired while using a millennium m10 oxygen concentrator. The device is not presently being released by the patient's family. A follow up report will be submitted when the manufacturer's investigation is complete.